Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced blockage. The following information was provided by the initial reporter: lipid tubing failure to prime.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 22036337 d.4. Medical device expiration date: 25-mar-2025 h.4. Device manufacture date: 24-mar-2022 h3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced blockage. The following information was provided by the initial reporter: lipid tubing failure to prime.

Manufacturer narrative:
H6: investigation summary two used samples model 2202-0007 was returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. A quality notification was sent to the supplier. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, the filter was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review for model 2202-0007 lot number 21085630 was performed. The search showed that a total of 15363 units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5313-c lot number 22036377 was performed. The search showed that a total of 12803 units in 1 lot number was built on 03apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 21085696 was performed. The search showed that a total of 19203 units in 1 lot number was built on 16aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 22036337 was performed. The search showed that a total of 15363 units in 1 lot number was built on 28mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced blockage. The following information was provided by the initial reporter: lipid tubing failure to prime.

Manufacturer narrative:
The following information has been updated/corrected: c.11 concomitant medical products: matl#: mp5313-c -8.5 in pressure rated minibore set, lot: 22036377, unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 21085630, d.4. Medical device expiration date: 11-aug-2024, h.4. Device manufacture date: 10-aug-2021. D.4. Medical device lot #: 21085696, d.4. Medical device expiration date: 12-aug-2024, h.4. Device manufacture date: 11-aug-2021. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown , h.4. Device manufacture date: unknown h3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced blockage. The following information was provided by the initial reporter: lipid tubing failure to prime.